Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of returned packaging. Visual evaluation of the returned packaging identified a defective seal, as a homogeneous adhesive transfer is not present. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause of the reported event is the operator not following the work instructions provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product packaging is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty, when the surgeon opened the outer packaging of the implant, the inner sterile packaging seemed like it had already been opened. No adverse events have been reported as a result of the malfunction.